Manufacturer narrative:
Film review analysis results are: review of a single still angio image during implant revealed that a valiant stent graft was loaded into the delivery system, and appeared to have been placed into the patient. The films was non-contrast therefore the location of the device could not be determined. The distal portion of the tapered tip, the loaded bare spring, and the 1st two covered stents were seen in the image. One of the 4 proximal figure ¿8¿ markers on the stent graft was observed to be positioned (within the graft cover) approximately 4mm proximal to the other 3 proximal figure ¿8¿ markers, over the bare spring. No issues were seen with the 'ro' marker band on the delivery system graft cover. Other than this displaced marker, no other obvious stent graft or any delivery system issues were seen from this single image. The cause of this displaced figure ¿8¿ marker could not be determined from the single image provided. Due to fabric infolding that occurs after loading the stent graft into the graft cover, it is likely that one of the markers ended up being slightly displaced proximally to the other markers. There is nothing to indicate from this single image of the undeployed stent graft that this marker was sewn in the wrong location or has dislodged. Review of the manufacturing documents during loading of this stent graft did not reveal any issues, and the device was confirmed to have met all manufacturing specifications prior to shipment. Evaluation summary: the device was returned for analysis. The event was not confirmed; the four figure eight markers were secured along the proximal edge of the stent graft in their correct configuration. The delivery system and stent graft were unremarkable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was attempted to be used in patient for endovascular treatment of a thoracic aneurysm and dissection. It was reported that during the index procedure, the delivery system was inserted into the patient. Under the radiography, the radiopaque figure 8 marker on the stent graft appeared to be mis-located. The physician did not deploy the stent graft in patient. Another valiant stent graft was implanted and the procedure was successfully completed. No clinical sequelae were reported and the patient is fine.